Event description:
It was reported that the patient exhibited signs of congestive heart failure and had coughing. The implantable pulse generator (ipg) device reached end of life (eol) and had severe battery depletion with measured high battery impedance. The severe battery depletion also resulted in no capture at maximum output and erratic pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. UDI# if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.